Manufacturer narrative:
The customer was not familiar enough with the instrument to troubleshoot with bec cts (customer technical support) and a service request was generated. A field service engineer (fse) went on-site (B)(4) 2011. Fse found the reagent waste peri-pump tubing was torn. Fse replaced the tubing and verified flow. Repair was verified per established procedures. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating they noticed an unknown fluid with a bad smell on the bottom of the unicel dxc 600 pro synchron clinical system. The customer did not know the source of the fluid. No injury was reported and no erroneous results were generated.